Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the right atrial (ra) lead dislodged into the right ventricle. A lead revision procedure was scheduled. No adverse patient effects were reported.